Event description:
During attempts to advance 2.25 x 12mm. Express stent in diagonal 2nd. The stent came off the balloon according to dr. This was discovered when stent balloon retracted with stent not on, and was not deployed. Lca's fluoro with stent seen in lad. Efforts were initiated to retrieve stent per dr. Stent was not located on drape, guide cath or other cath/ptca equipment checked thoroughly during and after procedure.